Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed as having occurred in the field but not replicated. Logs recorded error 23007 pointing to the suj. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a test platform where all tests passed. No signs of damage were observed during visual inspection. The complaint was not confirmed by failure analysis. Isi did receive the inner distal set up joint (suj) involved with this complaint to perform failure analysis. The suj was analyzed and the reported 23007 error was confirmed and but not replicated. In logs, the 23007 error was found indicating high command velocity during wiggle test on usm3, suj tornado. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23007 error was not triggered in normal mode. The unit was then installed onto a test platform where it passed all applicable tests. As a result of these findings, failure analysis was able to conclude that the motor module could be the potential root cause for the reported event. The complaint was confirmed by failure analysis. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: 23007 - high command velocity during wiggle test on usm3, suj tornado. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to non-device related factor for the usm and electrical defect of the suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the system and performed a test drive. The fse could not replicate the issue. The fse replaced the universal surgical manipulator (usm) and distal inner set up joint (suj) for customer satisfaction and assurance. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) after a procedure and the surgeon informed universal surgical manipulator (usm) 3 had extra movement. The customer explained that when the usm was sitting still, there was a noticeable twitch movement of the usm. The customer informed they ensured there was no drape material bunching up around the usm. An isi field service engineer (fse) was dispatched to the site to further troubleshoot. The procedure was completed with no reported injury.